Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 80 to 150mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 151 mg/dl and 172 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is week of (B)(6) 2015. Customer indicates that she observed her test results are 13 mg/dl. Higher than normal range and 30 mg/dl lower within two hours after meal. Recall test results performed fasting from meter memory (date/time not set): 1:116mg/dl (B)(6) 2015 08:04am. 2: 144mg/dl (B)(6) 2015 02:51pm. 3: 163mg/dl (B)(6) 2015 07:31am. 4: 120mg/dl (B)(6) 2015 11:15pm. 5: 175mg/dl (B)(6) 2015 04:12pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 80 to 150mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 151 mg/dl and 172 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is week of (B)(6) 2015. Customer indicates that she observed her test results are 13 mg/dl higher than normal range and 30 mg/dl lower within two hours after meal. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.